Manufacturer narrative:
It was reported that the luer lock access device broke off into the hub of the IV which resulted in the IV being removed from the patient and a second IV having to be inserted. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No samples have been returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the luer lock access device broke off into the hub of the IV which resulted in the IV being removed from the patient and a second IV having to be inserted.